Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h10. Additional contact information: (B)(6), contact - (B)(6). A getinge field service engineer (fse) evaluated the iabp unit and replaced the broken hinge and hinge cover. A full calibration and functional check have been performed per the factory calibration procedures. Returned to the customer and cleared for clinical use. The final investigation has been completed by failure analysis and testing department. Retaining the hinge and hinge cover in the failure analysis and testing department per procedure.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2. Corrected fields: h6(type of investigation), h10. The failure analysis and testing dept. Received the following part hinge cover, hinge right. The failure analysis and testing dept. Performed a visual inspection and found hinge cover and hinge right damaged. The fat verified the failure experienced by the customer. Retaining the parts in the fat per procedure number 0002-07-d008 rev. An. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during service performed by getinge field service engineer, the cardiosave intra-aortic balloon pump (iabp) unit has a broken hinge cover. There was no patient involvement.